Manufacturer narrative:
Updated: device evaluated by MFR.? Eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed several kinks in the sheath assembly from femoral marker to the proximal and distal end of the catheter. There was damage to the guidewire exit hole port assembly, however, no damages or failures were observed on the ccp board assembly. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. Impedance testing showed an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Ic windup were encountered in the double heat shrink area in the telescope area. Ic windup began 2.5 cm from the distal end of the connector shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR# 2134265-2018-04036. It was reported a patient death occurred. The patient presented in stable condition for a left heart cardiac catheterization. Coronary angiography was performed confirming that the patient had left main disease that extended into the left anterior descending artery (lad). Intravascular ultrasound (ivus) was then performed; a 120v ilab cart system and an opticross imaging catheter were selected for use. The physician inserted the opticross imaging catheter and advanced it across the lesion. Ivus was turned on and was working properly. As they were manually pulling back the opticross catheter through the lesion, during a live imaging run, the system stopped working and a blue screen appeared on the monitor. The opticross catheter was removed, without any complications, as they attempted to troubleshoot the system. Within a couple of minutes, the patient became unstable. Their pressure dropped and they went into ventricular fibrillation. The patient was treated per code protocol but ultimately passed away shortly after. The specific cause of death is not known.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR# 2134265-2018-04036. It was reported a patient death occurred. The patient presented in stable condition for a left heart cardiac catheterization. Coronary angiography was performed confirming that the patient had left main disease that extended into the left anterior descending artery (lad). Intravascular ultrasound (ivus) was then performed; a 120v ilab cart system and an opticross imaging catheter were selected for use. The physician inserted the opticross imaging catheter and advanced it across the lesion. Ivus was turned on and was working properly. As they were manually pulling back the opticross catheter through the lesion, during a live imaging run, the system stopped working and a blue screen appeared on the monitor. The opticross catheter was removed, without any complications, as they attempted to troubleshoot the system. Within a couple of minutes, the patient became unstable. Their pressure dropped and they went into ventricular fibrillation. The patient was treated per code protocol but ultimately passed away shortly after. The specific cause of death is not known.